Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no reported adverse impact to customers blood glucose (bg) level. Customer successfully resumed in therapy on the pump.